Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient¿s cat had chewed on the tubing for peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The breach in aseptic technique was further clarified as, ¿the cat chewed through the baxter extension patient line.¿ the peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The next day after the onset, the patient began treatment with cefazolin (intraperitoneally (ip), 1 gram, for five days, frequency not reported) for peritonitis. The patient was discharged from the hospital after six days. The next day after discharge from hospital, the patient began treatment with ceftazidime (ip, 1 gram, for 21 days, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, a breach in aseptic technique due to animal damage causing peritonitis was reported. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.